Event description:
On the day of the index, patient had a micro driver stent implanted in the l-pda and an endeavor stent implanted in the r-pda. Approximately 9 months from the index (17-feb-2011), patient had a revasc event (details unknown). It was reported that there was no causal relation to relevant device. Patient death occurred 21 months post index procedure (feb-2012). Cause of death was unknown and it was not assessed whether this event was related to the study stent.

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (death). (B)(4).